Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient turns on and increases stimulation intensity she gets pain in her back and no relief. Impedances were run and electrodes 0-7 were out of range (>10,000 ohms). A lead fracture was suspected. The device was reprogrammed, but the issue was not resolved. No further complications were reported.